Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on fields: d8, d9, h3, h4 and h6. Correction on fields: e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned for inspection, and the customer's malfunction was not confirmed.  Based on the results of the investigation, no device abnormality was found. It is likely that "no input signal" or other message was not displayed on the monitor screen when the phenomenon occurred and that the light-emitting diode lamp in the lower left corner of the screen was off, due to the monitor or system power being turned off. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center screen blacked out during procedure. The device was unplugged and replugged and was used to complete the procedure. There were no reports of patient harm.